Manufacturer narrative:
This report (B)(4) was assessed to be an MDR based on our MDR reporting criteria. Additional info will be submitted once the product has been returned for evaluation and a completed complaint. Investigation analysis (B)(4) has been completed. Included in this report filing is: medwatch 3500a report#: 300720796-2014-00007.

Event description:
PICC broke at junction.